Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n283573009, implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving 2000 mcg/ml of gablofen at 240 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2017, it was reported that the patient¿s catheter was exposed out of the skin in the patient¿s back. During scoliosis rod surgery in (B)(6) of 2016, a revision of the catheter took place, but the catheter remained exposed. A culture of the side access report was requested so the patient¿s neurosurgeon could tell if there was an infection in the area. The neurosurgeon indicated that if no infection was present that they planned to take care of the catheter and do the pump exchange as the patient¿s elective replacement indicator was in 13 months. It was reported that a lumbar puncture might be performed to obtain csf to check for infection. The issue was not considered resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.